Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she removed the sensor from their skin, they noticed that the electrode missing. The customer's blood glucose was 7.8 mmol/l. The product was not returned for analysis.